Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the pump display was dimmer than expected. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide any additional information and declined troubleshooting.